Manufacturer narrative:
The suspect clamp was returned for evaluation: as reported, the retainer ring has been pulled from the end of the adjustment screw and is missing. As a result, the adjustment screw is no longer attached to the clamp jaws and cannot be set. Physical damage, parts missing. This issue will be trended and monitored in a medtronic hardware anomaly tracking database. A replacement part was sent to the site for issue resolution. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Manufacturer narrative:
The surgeon declined to provide patient demographic information. Lot # and mfg date now provided.

Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. No parts have been received by manufacturer for analysis.

Event description:
A site nurse reported that, while in a spine procedure, their small spine open clamp was broken. The small disk that is attached on the very end of the screw that holds, and opens and closes the claws of the clamp, broke while the surgeon attempted to open it. The surgeon insisted on opening the clamp more than he should and then the little disk went loose. The broken piece was kept away from the surgical field. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.